Event description:
It was reported that the balloon ruptured intra operatively. When the clamp balloon was being deflated, some blood was observed in the balloon inflation/deflation syringe. Eventhough they were not able to fully aspirate the balloon, they were able to retract into/through the cannula. Inspection of the balloon showed a tear.